Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called about button error. T/s per dop. Patient's bg is 519 mg/dl. Customer states he has not yet treated but on the way to the ER . Customer states the button error alarm did not occur right after the pump was exposed to moisture. Customer states a button was not pressed for 3 minutes or longer. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. However, the insulin pump had loud motor noise during rewind due to faulty motor. The insulin pump had unresponsive button due to corroded keypad trace. No button error alarms noted. The insulin pump returned with missing end cap sticker.